Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient's "stimulation had stopped during the day" and that the patient "tried to charge that evening and could not." The patient then went to a clinic on (B)(6) 2014, where it was discovered the ins was "depleted." The patient was instructed to do several physician mode recharges (pmrs) and was instructed to follow-up with their physician. On (B)(6) 2014, the patient returned to the clinic; the pmrs had been successful, however the ins then showed an end of service (eos) message. It was noted an overdischarge had been confirmed. The patient notably "normally charged every 2-3 days for one hour" and "therefore the last charge was only 2-3 days prior to the incident." The patient had experienced "no further issues" since the replacement of the ins.

Manufacturer narrative:
Result: code has been updated to the following: deleted fdr code and replaced.

Event description:
Additional information clarified that the ins had depleted 3 times (each time it was used less than 36 hours) but required a pmr cycle to restart the ins. After the third depletion, the ins showed the eos message. It was noted that the patient had never exceeded the ¿sleep mode¿ time frame on any of the depletions. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery; the total recharge count was 112. The last recorded recharge session done while the device was implanted had the default date (B)(6) 2000. The device was recharged for 57 minutes and the battery charged from 2.270v to 3.590v. The therapy avail diagnostic showed the battery discharged to the lock mode on (B)(6) 2014. With the over discharge count at 4 the device was at eos. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge started automatically during a physician mode recharge. The recharger had full coupling and the ins recharged for 3 hours and 26 minutes to an end voltage of 4.005v.¿

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the failed back surgery syndrome patient¿s implantable neurostimulator (ins) ¿would not recharge¿ at the time of report. The ins was reported to have been ¿not left depleted for more than one week and appeared to have gone into safe mode requiring physician recharge more than three times.¿ additional information reported the patient required ¿invasive intervention¿ as a result of the event. There was no patient injury or death due to the event. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.